Event description:
Procedure: laparoscopy. According to the reporter: when positioning the specimen in the endo catch, the distal end of the bag was torn and some pieces of the plastic spread into the abdominal cavity. The surgeon had to pick up the very small pieces (1mm) and opened a new device to pick up the prostata. The second device also tore at the same place but without spreading pieces of plastic.

Manufacturer narrative:
(B)(4).